Manufacturer narrative:
(B)(4). This report is related to a clinical trial; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided.

Event description:
It was reported via clinical trial: (B)(6): the broad aim of this study was to compare the safety and efficacy of using barbed sutures versus standard of care sutures for closure of arthrotomy during total knee arthroplasty. A total of 60 patients undergoing total knee arthroplasty were enrolled in a prospective, blinded trial and randomized to receive either running closure of the arthrotomy with barbed sutures (n=30) or interrupted closure with standard of care sutures (n=30). A 16 centimeter medial para-patellar tka approach was planned on all patients. All closures were performed in 3 layers, with the knee in approximately 90° of flexion to minimize potential imbrication of the capsule. For the standard of care group, the arthrotomy (deep layer) was repaired using number 1-0 braided, absorbable suture (vicryl, polyglactin 910, ethicon, johnson & johnson, somerville, nj) followed by closure of the intermediate layer with a 2-0 braided absorbable sutures (vicryl, polyglactin 910, ethicon, johnson & johnson, somerville, nj) and a subcutaneous layer with a 2-0 monofilament (monocryl, poliglecaprone 25, ethicon, johnson & johnson, somerville, nj) followed by adhesive strips (steri-strips¿, 3m, maplewood, mn) followed by surgical dressing (aquacel ¿, convatech, deeside, united kingdom) that was removed at post-operative day 7. For the barbed suture group, wound closure was performed similarly in 3 layers with the use of barbed for closure of the capsule (stratifix symmetric polydioxanone plus #1, ethicon, johnson & johnson, somerville, nj) (table 2). The subcutaneous layer was then closed with simple interrupted knots using number 2-0 braided absorbable sutures followed by closure of the subcutaneous layer using a number 4-0 monofilament absorbable suture with inverted interrupted knots. Finally, the adhesive strips followed by surgical dressing were applied. These were both removed at post-operative day 7. This file will capture the wound discharge in the standard care group. A (B)(6) woman in the standard of care group with no known history of allergies presented to the emergency department on postoperative day 5 with a two-day history of serous drainage from her wound. The wound was intact but there was a perfectly geometric rash in the shape of her surgical dressing with erythema and fluid filled vesicles. She was diagnosed with contact dermatitis and received a dressing change with adhesive strips and petrolatum impregnated dressing and as well an outpatient dermatology appointment. Her dermatologist prescribed triamcinolone acetonide, 0.1 % ointment, to be applied one to four times a day except in the incisional area for four weeks. The condition resolved by the end of her course.